Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer's blood glucose (bg) level ranged from 200-300 mg/dl. The customer would address the bg level by drinking water, blousing with the pump and changing the supplies on the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.